Manufacturer narrative:
Device received with cracked display window corners noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or motor error alarm during testing noted. The motor was tested outside the unit and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose blood glucose of 380 to 400 mg/dl. The customer received motor error and no delivery alarm. The customer stated they were able to complete the rewind process. The drive support cap appears normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer declined troubleshooting. The insulin pump will not be returned for analysis.